Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture. Subsequently, the rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the loss of capture was discovered at a follow-up appointment. The root cause of loss of capture was undetermined and there were no additional adverse patient effects were reported. The pacemaker remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the pacemaker and rv lead were later explanted due to a therapy upgrade to a cardiac resynchronization therapy pacemaker (crt-p) approximately one year later.